Event description:
It was reported that the pulse generator could not be interrogated. The estimated remaining longevity to elective replacement indicator was less than 0.25 years.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.